Manufacturer narrative:
The hill-rom technician found the left head siderail not latching due to latch pin and spring were rusty. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2009-2014. It is unk if the facility performed any other preventative maintenance on this bed. The technician replaced the latch spring and latch pin to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the left head siderail is not latching. The bed was located at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).